Event description:
The pt reported his neurostimulator turned on after going through store theft detectors about one month ago. The pt claimed his stimulator was turned off prior to going through theft detectors. The pt stated that his stimulation does not feel the same, or adequately covers pain. Patient also stated hearing aids "blew out". No report of device explantation. Add'l info has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to FDA if add'l info is received.